Event description:
During a review of programming history on (B)(6) 2012, it was noted that several partial program events occurred on (B)(6) 2009. These events resulted in the patient being programmed to an output current of 0 ma that was not corrected for 90 minutes.

Manufacturer narrative:
Analysis of programming history.